Event description:
It was reported that the bd 10ml syringe experienced leakage during use. The following information was provided by the initial reporter: leakage.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 7/13/2020. Investigation: one photo and one sample was received by our quality team for evaluation. Visual inspection of the sample and the photo showed no solution between the rib of the stopper which indicates no leakage past the rib of the stopper. The sample was subjected to the leak test. The sample passed the leak test and no leakage was observed. Therefore, the team was not able to confirm the customer experience and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 10ml syringe experienced leakage during use. The following information was provided by the initial reporter: leakage.